Manufacturer narrative:
Investigation: the run data file was analyzed for this event.the signals in the run data file for this procedure show the system was operating as intended and there were no procedure-related events in which bacteria couldhave been introduced. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a stem cell collection was not sterile and the patient requiredprophylactic antibotic treatment due to the contamination. Due to EU personal data protection laws, the patient information is not available from the customer. Donor gender and weight were obtained from the run files. The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer reported that the culture was positive for propionibacterium acnes. Per literature review, propionibacterium acnes is a gram positive skin bacteria that is involved in acne. During investigation of other reported events, it was found that they currently have a20% bacterial contamination rate of their apheresis products (typically the contamination rate for autologous products is around 0-4%). This was also discussed at length, and is most likely due to improper use of the central lines. Per internal documentation, the phenomenon of bacterial contamination in blood products is known to occur. Given the nature of micro organisms on human skin and the mechanical act of piercing the skin, it is not possible to completely eliminate bacterial contamination from occurring. The devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level (sal) of </= 10-6. Additionally, a sterility assurance system has been employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination. Root cause: no system-related root cause for the alleged bacterial contamination was identified in the run data file for this procedure. No alarms, procedure pauses, or centrifuge stops occurred during the procedure. Review of the images shows no abnormal behavior or foreign matter in the connector and signals in the run data file indicate the set was loaded and primed within the one-working shift upon recommendation provided in the spectra optia essentials guide. Additionally, the sterility assurance system employ at terumo bct ensures the device is not the source of contamination. Based on the investigation results, the disposable set and system is not the source of the bacterial contamination. Sources of bacterial contamination include but are not limited to patient connection to the disposable (venipuncture), post-processing laboratory practices and handling, and/or storage procedures. Literature review:http://www.ncbi.nlm.nih.gov/books/nbk83685/

Event description:
Per follow-up with the customer, no medical intervention occurred for this event.